Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case concern a (B)(6) y/o female pt who developed synovitis after receiving treatment with synvisc. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. The past drug included hyaluronate sodium (artz). On (B)(6) 2014, the pt received treatment with intraarticular synvisc injection, at a dose of 2 ml, once (batch/lot number and expiration date unk) into knee (unspecified) for gonarthrosis. On (B)(6) 2014 (3 days after receiving treatment with synvisc), the pt experienced synovitis with a symptom of fluid retention. On (B)(6) 2014, the pt visited the hospital to undergo withdrawal of fluid retention (joint effusion), which was increased from 25 or to 35 cc. It was reported that during the early stage of inflammation (kenacort) and afterwards the pt received treatment with celecoxib (celecox) and loxoprofen sodium (loxonin); however, fluid retention (joint effusion) did not improve. Action taken: permanently discontinued. Outcome: unk. Seriousness assessment: synovitis (required intervention, treated with steroid). Reporting physician's causality assessment: probable.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated (B)(4) 2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the event of synovitis, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same.